Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement, and self-test. Unit successfully downloads to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 63 or unexpected pump 23 alarms noted during testing. No record found of pump having alarmed low battery alert at or near event date in the history files. However, confirmed pump error 63 (line number 147 file number 2017) in the pump history download on 06/28/2023 17:15:55.000, problem isolated to the pcb1 board and pcb2 board as per global logic analysis esf(B)(4). Confirmed the pump alarmed pump error 23 on 06/28/2023 17:55:07.000 in the history files. Pump error 23 alarms are expected and occur during normal pump operation. No moisture damage noted to electronic assembly or motor assembly per visual inspection. The following were noted during visual inspection: corroded battery tube, scratched case, pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, stained keypad overlay, and faded serial number label. The p-cap/reservoir does lock properly. No low battery alert or pump error 23 noted during test. Confirmed pump error 63 in the pump history download isolated to pcb1 and pcb2. No record found of pump having alarmed low battery alert at or near event date in the history files. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received an insulin pump error 63, and also received pump error 23, and had a keypad anomaly. The customer received a battery-failed alarm. Troubleshooting was performed and found that the customer was unable to clear the alarms. No harm requiring medical intervention was reported. The customer discontinued using the pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.